Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by taking fluoroscopy videos and photos on cell phone. The philips field service engineer (fse) inspected the system onsite and confirmed that the images could not be saved due to low space. During troubleshooting, the fse found that one of the data disks could not be detected. The fse formatted the disk and recreated the data disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.